Manufacturer narrative:
Investigation revealed that this failure mode is connected to a production error. During the manufacturing of the product, it has been discovered that the suspect component was incompletely installed. The customer was not injured as a result of this failure. Spare parts have been supplied to the dealer and repairs on the wheelchair completed. Permobil has identified the person responsible for this failure and has implemented training in production to the proper employees. Permobil conducted an evaluation of nonconformances on the production floor and postmarket data, and have determined this event to be isolated to this one instance. All quality data sources will be monitored to validate that this production error is an isolated event. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
While the patient was transferring into the wheelchair and leaning on the backrest for support the recline actuator mounting bracket fell off the corpus seat. This incident caused the end user to roll out of the wheelchair onto the floor. The end user was not injured during this incident.